Manufacturer narrative:
(B)(4). On the original 3500a form that was submitted, the device was not returned. On a later date, the device was returned for evaluation, upon examination, the complaint was confirmed. The white magnet cap had torn, allowing the distal end of the stylet to poke thru. The tear covered approximately 115° of the circumference of the white cap.

Manufacturer narrative:
(B)(4) the device was not returned for evaluation, however, the device history record was reviewed and no non-conformance or re-works were noted during the manufacturing process that relate to the reported issue.

Event description:
It was reported that during a mis cardiac tissue ablation procedure, while introducing the device into the patient's chest wall, one of the device's magnetic introducers broke. There was resistance felt at the insertion point and increased force applied on the introducer causing the stylet to break through the introducer sheath. Another device was opened and used to complete the case which resulted in a 5 minute delay. The patient was off pump and prior to the procedure had bolus of heparin (5000 units x3). The surgeon indicated act was not checked after heparinizing the patient. The patient awoke from the procedure in good condition but at some point the following day the patient experienced some vision impairment on the left side (left peripheral field of vision diminished). Speech, cognitive function and limb function was good. Neurologist was unsure if full field of vision would be restored. A CT scan and MRI were performed and confirmed that the patient had suffered an embolic event.